Event description:
Dexcom 7 continuous glucose monitoring patch when removed I found infection where needle was pierced. Proper precautions was taken prior to applying the patch by alcohol wipe. I am currently having burning sensation and treating myself with antibiotic ointment. The product has given me infection and was not hygienic. The manufacturer should ensure the product and needles are safe. Attached picture is from my right hand where the patch was removed. The 2nd picture is from left over rx. I have 2 left over applicators from rx from which I am using one on other arm since I need to monitor my blood sugar. Refer to additional documents in i2k.